Manufacturer narrative:
Correction: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to the fresenius technical service department (ts) on (B)(6) 2025 that an m31 air detected in cassette warning occurred drain 1 of 4. The patient was connected during incident and fluid was seen. The patient line (pl), heater bag (hb), and supply bag (sb) were securely connected. Unused lines were clamped, and no air bubbles were found during setup. A fluid leaked occurred from unknown. The patient can see droplets on the floor. There were alarms/warnings prior to leak; m31 air detected in cassette occurred prior to the fluid leak. Upon follow-up conducted on (B)(6) 2025 the patient¿s peritoneal dialysis registered nurse (pdrn) stated they were aware of the patient¿s call to ts on (B)(6) 2025 but were not aware of any reported leaks. Per the pdrn the patient did call the clinic to report the issue but did not mention any leaks during their pd treatment that day. Per the pdrn the patient could be confused since the patient is dealing with a urinary tract infection (uti). The pdrn also stated that the patient is currently hospitalized due to the uti infection. The pdrn confirmed that the patient¿s hospitalization is not related to their pd treatment. The pdrn confirmed that the patient was able to complete treatment on the day of the reported event. The patient is continuing her pd treatment at the hospital as well. Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to the fresenius technical service department (ts) on (B)(6) 2025 that an m31 air detected in cassette warning occurred drain 1 of 4. The patient was connected during incident and fluid was seen. The patient line (pl), heater bag (hb), and supply bag (sb) were securely connected. Unused lines were clamped, and no air bubbles were found during setup. A fluid leaked occurred from unknown. The patient can see droplets on the floor. There were alarms/warnings prior to leak; m31 air detected in cassette occurred prior to the fluid leak. Upon follow-up conducted on (B)(6) 2025 the patient¿s peritoneal dialysis registered nurse (pdrn) stated they were aware of the patient¿s call to ts on (B)(6) 2025 but were not aware of any reported leaks. Per the pdrn the patient did call the clinic to report the issue but did not mention any leaks during their pd treatment that day. Per the pdrn the patient could be confused since the patient is dealing with a urinary tract infection (uti). The pdrn also stated that the patient is currently hospitalized due to the uti infection. The pdrn confirmed that the patient¿s hospitalization is not related to their pd treatment. The pdrn confirmed that the patient was able to complete treatment on the day of the reported event. The patient is continuing her pd treatment at the hospital as well. Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.